Event description:
Additional info received from reporter (B)(6) 2011. This is my 4th report. See (B)(4) for earlier reports. On (B)(6) 2010 I had a autologous fascial sling (to correct the problem from the removal of the original sling - which was severe compared to the original problem) and some more exploration of my left vaginal entrance for more mesh removal. Mesh showed again on the translabial ultrasound, and I was symptomatic. The dr. Did not find the mesh. I am still having pain in that area. I had to fly to (B)(6) for this surgery as the local dr.'s did not want to deal with a mesh pt. I had another follow-up surgery on (B)(6) 2011 because the incision for mesh exploration failed to heal properly. The pathology report said extensive abscessed scar tissue, no foreign body found. I have been suffering from the complications of this product since (B)(6) 2009. My sex life has been non-existent. The product has not been recalled. It was one of the products that went through the 510(k) approval process. I do not know if I will recover from this, I do know that I still have to go through significant myofascial release pt. There may be more surgeries in my future. I do not have serial number or any specific info about the product because the dr. Who did the original surgery did not give them to me. I was completely misinformed about the complications that could occur. I was told originally that the worst case senario would be six months and I'd still have a problem with stress urinary incontinence. After the removal of the tvt I had total incontinence. I had to take a back pack with me wherever I went because my whole bladder could "dump" at a moments notice. I used the back pack on at least 4 occasions. I think this product needs to be re-evaluated. There are several reports in the medical field that support this.

Event description:
I am following up on a previous report. I had another day surgery, in which 80% of the johnson & johnson tvt-o sling was excised through the vagina. It had to be removed, because it was causing so much pain, and I was unable to work and do my normal activities. Dates of use: 2008 -2009. Diagnosis or reason for use: to correct stress urinary incontinence. Event abated after use stopped: no. Before the tape was excised - 80% it was "released", which means it was cut in half -as I reported previously in hopes that it would be loosened enough in order for the stress urinary incontinence to still be abated, and restoring my ability to void on my own without a catheter. This did not work and pain increased. I was subjected to tpi's -trigger point injections containing analgesics and cortisone- and myofascial physical therapy. Each time was extremely painful and I was worse after each event. I was unable to perform any normal routine, and ordinary things like walking, and sitting were very painful. Immediately following the excision of the tape, in the recovery room I felt better and the knife like pain I had been experiencing was removed. I am now in the healing process and hope that the 20% of the tvt sling that is remaining will cause no further harm.

Event description:
I had tvt-o surgery in early 2008. Self-cath for about a week and a half. Healed and had no problems except urinary hesitancy until 2009. At this point I had a severe bladder infection. Took antibiotics, seemed to heal and within a week, I had severe knife like pain in the vaginal area. Saw the dr who did the original tvt. She vehemently denied that tvt surgery had anything to do with my problem and checked me 2 times for a bladder infection. Both times clear. I had 12 dr appts between june and august. I was insulted by the dr's telling me there was nothing wrong with me, even though I was experiencing extreme pain. And they also were surprised that I wasn't happy that I had to self-cath. The 12th appointment I found a dr who knew what she was dealing with - the tvt tape was too tight. She operated the next day. She planned on cutting the tape -release- the dr. Said that the tape was within cells of my urethra. Because of that she inserted a foley catheter and I have a bag for at least a week. I am in a lot of pain. I am worried that the tape on the left side will need to be removed also because that area still feels raw. The dr and I are taking it day by day. I do not know if I will have sui after this or not. Dates of use: 2008 to present. Diagnosis: sui.